Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. Pump received with minor scratched display window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 458 mg/dl. The customer felt symptoms of nausea, irritability, abdominal pain, and ketones. The customer was treated for the high blood glucose with manual injections. The customer sent their insulin back for analysis.